Event description:
Reporter alleged that a neonate received the result of 46 mg/dl on the inform system compared back to back within 10 minutes of a result of 33 mg/dl obtained on a lab system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Three pts had blue lint in their eyes, on the lens. Two pts had the lint removed, but one pt still has lint in their eye causing no problems, it will be removed at a later date.